Event description:
It was reported that the customer received a couple of motor error alarms. The customer also received a motor position encoder error on the insulin pump. The customer's blood glucose was 136 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received with stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No other error alarms noted in the alarm history screen. Unable to perform the excessive no delivery alarm test due to the motor error alarm anomaly.